Manufacturer narrative:
The pump was received with a blank display due to the battery tube connector not plugged in properly. The pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone, the insulin pump had a blank display. Customer's blood glucose was 7 mmol/l. No physical damage or moisture damage noted on the device. The device was not dropped or bumped. Customer removed the battery and left it out throughout the night and in the morning a new batter was inserted and the device did not power up. Customer was advised to do a same day swap. The device will be returned for analysis.